Manufacturer narrative:
(B)(6). Lot number is unknown at this time.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the infusion had roughly 8ml of fluid left and finished about 3.5 hours earlier than it was supposed to. No patient consequences were reported. No adverse effects were reported.